Event description:
It was reported that there was a minicap with a dry sponge. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Additional information: this lot manufactured from 11/04/2014 to 11/11/2014. The device was received for evaluation along with a companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the actual device and the companion sample was performed and found no issues. The pouch of the companion sample underwent underwater leak testing and found no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.